Event description:
It was reported that the insulin pump alarmed no delivery and also had an absence of no delivery alarm. The blood glucose reading was 4.6 mmol/l. The caller stated that no bent cannulas or twisted tubings were observed. He stated that the infusion set and reservoir had been changed about 10 times. Advised the caller to call back when the issue persisted in order for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.